Event description:
It was reported that device replacement has been planned for an unknown future date.

Event description:
It was noted that the patient was previously seen in the hospital in another state when end of life (eol) was discovered. The patient had fallen and broken ribs in the area of the device implant. Subsequent information was received that the patient was recently seen by a physician in their home state and the eol status was observed. Technical services (ts) recommended device replacement. Device replacement was scheduled for a future date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This s-ICD was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited beeping tones. Interrogation of the device with a programmer noted the device went from a battery status of 62 percent to end of life (eol) one year later. The device battery was felt to have depleted prematurely. Technical services (ts) recommended device replacement. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
The product was received and analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.patient code of 3191 used to capture the reportable event of surgery.